Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of the left atrium on the left ventricular (lv) channel. It was thought that the lv lead had dislodged and pulled back near the left atrium. The patient is also noted to have atrial fibrillation (af). Programming changes were made to increase the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones along with programming lv sensing off. At this time no surgical intervention is being considered and the patient was referred to their cardiologist. No adverse patient effects were reported.